Event description:
The lengths from the lowest renal artery to the right internal iliac artery were borderline. The graft migrated approximately 5 to 7 mm distal to the renal artery, covering the patient's internal iliac artery on the right side. Final angiogram exhibited some filling of the right iliac artery via retrograde flow from another artery.